Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failing the daily checks.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional poc - (B)(6), biomed. A getinge fse was able to reproduce pim failed test. Noticed some clear liquid during removing pim. Failed pressure test, found pressure hose puncture, helium leak cover dented. Replaced pim, and helium regulator assembly straighten dent. Functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department was able to verify the failure experienced by the customer. It looks like the fill valve failed the differential pressure and is leaking from the valve. Retaining the helium reservoir assembly in the fat department per procedure 0002-07-d008 rev an.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that during initial setup, the cardiosave intra-aortic balloon pump (iabp) unit failing the daily checks. There was no patient involvement.